Event description:
The was a spontaneous error on channel b of ce 71121 while attempting to set up IV for patient. A system error while using ce 72183, ce 75020 and an alaris brain without a ce number. Biomed replaced the membrane, performed pm and all tests were passed with no errors. The pump was returned to service.